Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the front of the screen was peeling. Customer stated that they can not see the reservoir icon. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window and cracked lcd window.